Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly the patient did not have tortuous anatomy. It was reported that after the physician introduced the gore® excluder® endoprosthesis (pll161407/ 18801183) through the dryseal flex sheath, the sheath then came partially out of the patient. This caused the physician to be unable to deliver the delivery catheter where it needed to be placed for deployment. The physician attempted to re-advance the sheath in place and the delivery catheter was retracted first. When the delivery catheter was retracted to advance the sheath back into place, the olive separated from the delivery catheter. The olive was snared. A new device was used for the procedure. The patient tolerated the procedure.